Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal/mid left anterior descending artery. A 15 mm x 3.50 mm nc quantum apex balloon catheter was advanced for dilatation. However, during introduction, the part almost close to half way up the shaft was fractured. Only the part of the device was in the patient and the part that broke was still outside the body and was easily pulled. The procedure was completed with a non-boston scientific device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a hypotube separation 49.7cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal/mid left anterior descending artery. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during introduction, the part almost close to half way up the shaft was fractured. Only the part of the device was in the patient and the part that broke was still outside the body and was easily pulled. The procedure was completed with a non-boston scientific device. There were no patient complications reported.